Event description:
Customer reported ballooning of the pump segment occurred during an infusion. Ativan was infusing at 1 ml/hr all day and the set had been in use for 1 day. The line was connected to a two-way stopcock connected to the central line. No pt harm or medical intervention occurred. No further pt/event info was reported.

Manufacturer narrative:
(B)(4). Conclusion - no available code for undetermined or unk cause. The report of bulging/ballooning of the pump segment was confirmed during pressure testing of the set. Microscopic examination revealed 3 crush marks to the upper blue fitment. The set was loaded into an in-house pump module and an infusion was started at 1 ml/hr. The infusion ran for 60 minutes without any alarms or errors. The root cause of the bulge was not identified; however, the observed failure is consistent with an IV push being administered into an injection port without the tubing being effectively clamped off above the injection port. Pressure in the tubing will build up causing the pump segment to expand.